Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during radiofrequency ablation procedure the catheter caused the right ventricular (rv) lead to dislodge. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.